Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure at l1-l3 skipping l2 to treat delayed compression fracture after a traumatic injury. It was reported that after setscrew placement on the hook head without using a counter torque the surgeon could not break off the setscrew head because the hook head splayed during tightening. The hook was replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. The above observations are consistent with misalignment of the hook and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.